Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the hospitalization following the implant procedure of the transcatheter aortic valve, a pacemaker was implanted due to atrio-ventricular block (avb) ii and incomplete left bundle branch block (lbbb). The physician assessed these late complications as possibly related to the device and probably related to the procedure. The subject had no electrocardiogram abnormalities at baseline prior to the procedure. The subject was discharged home after the hospitalization.